Event description:
Reported by cna that while transferring a resident with sara lift, the lift broke causing the resident to fall on buttocks. Upon exam, the plastic part (bottom bearing block #15) at the top of the lift which acts as the pivot point for the lift arm was found to be broken causing the lift arm to drop and the resident to fall hard to the floor. Potential for more serious injury or head injury exists if this plastic part is defective and unable to hold weight over time.